Event description:
It was reported by the affiliate that during a cystectomy, possible nephrectomy procedure, the surgeon had difficulty with poor staple formation. The instruments were used to take the pedicles down and were used in succession. There was no significant delay to the procedure, and the surgeon ligated the pedicles to complete this part of the case. The pt was in surgery for most of the day as a result of complications unrelated to the use of these instruments. The surgeon admits to stapling on tissue of 2mm thickness, using compression/clamp. The surgery time was not significantly extended as the result of the difficulties with the instruments. The pt died in transit to ICU. It was reported that the cause of death was a massive mi. The surgeon stated that the pt did not die as a result of the difficulties experienced with the products.